Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before opening the package of this flotrac sensor, the package was found broken and the sterility was affected. There was no patient involved.

Manufacturer narrative:
Updated section d9, h6 (component code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The device was received for evaluation. The report of "package was found broken and the sterility was affected" was confirmed. As received both shelf box and tray were crushed at one side. A section of the seal, approximately 12 cm, of tyvek tray was found open. Complete adhesive transfer was observed at open seal area. The product sterility had been compromised. No visible damage or abnormality was observed from returned kit. The findings were aligned to the customer picture. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The most likely cause is related to handling of the device during shipping, unpacking or storage. Packaging at bd is thoroughly tested through design verification to prove resiliency to withstand various conditions such as environmental, distribution and aging. During the manufacturing process there are controls to avoid potential causes related to the reported malfunction.